Event description:
The patient complaint the device discharged repeatedly. The device appeared to be in a bvvi mode. The device was explanted.

Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported bvvi reset mode was confirmed. The reset was due to a power on reset resulting from a low battery voltage, caused by excessive charges. The repeated charges and inappropriate therapy resulted from oversensing of electro-magnetic interference signals. No noise or over- sensing was detected by the ICD throughout bench testing and through the automated electrical test system.